Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent the following surgeries: revision l2, l3, and l4 laminectomy, decompression of the cauda equina, bilateral foraminotomies, and an l3 pedicle subtraction osteotomy with vertebral body osteotomy as well as t10 to t11, t12 to l1, l1 to l2 smith- petersen osteotomies with a t10 to s1 posterior spinal fusion with the use of segmental spinal instrumentation, the use of rhbmp-2 and with allograft bone graft, the use of spinal cord monitoring for 8 hours, and local autogenous laminectomy bone graft to treat the following pre-op diagnosis: lumbar kyphosis with scoliosis, lumbar pseudoarthrosis with flat back syndrome, status post multiple prior decompressions and fusions. Op-notes: "...we used the rhbmp-2 wrapped around morselized allograft and combined it with local autogenous laminectomy bone graft and then placed this between t10 to s1, thus completing the fusion..." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.